Manufacturer narrative:
(B)(4). Pump had constant e15 alarm, problem isolated to mb. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and bg meter test due to e15 alarm. Pump received with minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call the insulin pump alarmed external flash crc error. The customer's blood glucose was unknown at the time of incident. Customer states received external flash crc error then went back to factory default. Alarm did not occur during the rewind and prime sequence. Performed the self-test and passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.